Manufacturer narrative:
Continuation of d10: product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2026. Product ID d-evolutfx-34 (lot: 0012628474); product type: 0195-heart valves; product ID l-evolutfx-34 (lot: 0012697482); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, fluoroscopic visualization of the anatomy was significantly limited due to the patient¿s body habitus, with suboptimal radiographic image quality. Transesophageal echocardiography was used in addition to fluoroscopy to optimize valve positioning. During positioning of the valve, two recaptures were performed prior to final deployment. The valve did not maintain a stable position and embolized into the ascending aorta. The embolized valve remained in the patient in a stable position within the ascending aorta. A second valve was subsequently implanted and was successfully positioned and deployed on the first attempt without recapture. The final procedural result was reported as satisfactory, the patient remained hemodynamically stable, and the patient was reported alive with no injury.